Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had not alarmed. However, it had read ¿low¿ twice while the patient had been at home. At the time of the visit, the pump had displayed 75.4 ml remaining, although the infusion should have been nearly complete based on the relapsed time. The pump had been beeping with a low warning. The continuous infusion had been administered at a rate of 2.2 ml/hr from an initial reservoir volume of 100 ml. At the time of evaluation, the pump had indicated a remaining volume of 75.4 ml, with a total of 124.05 ml documented as administered. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.